Event description:
Consumer complaint of blood results reading "lo". Back to back blood tests were 167 and 166 mg/dl. Meter memory review shows the following: (B)(6) :12:02pm:"lo", (B)(6) : 5:53pm: 176mg/dl, (B)(6) : 11:15pm: 201mg/dl, (B)(6): 12:56pm: 144mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of blood results reading "lo." Back to back blood tests were 167 and 166mg/dl. Meter memory review shows the following: (B)(6). No adverse event reported.